Event description:
A user facility unit coordinator reported that a dialyzer leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was noted as external. Dialysate was leaking from a visible exterior crack in the dialyzer and that it seemed that the dialyzer had been dropped. The patient¿s bloodline was immediately clamped, and they were moved to another machine, where they completed treatment with new supplies the blood in the line was unable to be retuned. The patient's estimated blood loss (ebl) was 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device was discarded and was not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: distribution center investigation: the complaint device was not returned to the distribution center for physical evaluation. The order was picked, audited, processed and loaded with no notes of any issues, and no damages upon delivery were noted. Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility unit coordinator reported that a dialyzer leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The leak was noted as external. Dialysate was leaking from a visible exterior crack in the dialyzer. The patient¿s bloodline was immediately clamped, and they were moved to another machine, where they completed treatment with new supplies the blood in the line was unable to be retuned. The patient's estimated blood loss (ebl) was 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The complaint device was discarded and was not available to be returned to the manufacturer for physical evaluation.